Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected because according to the patient report the device was not providing benefit to the recipient due to a post-operative active electrode migration. Imaging shows that there were only five channels inserted. The reported facial nerve stimulation might be due to electrical stimulation in the middle ear. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed changes over time; several channels in the basal region show high impedance levels and there was no hearing perception when these channels were stimulated. In addition, the recipient experienced facial stimulation when these channels were stimulated. During the first fitting the recipient had hearing sensation from all channels. CT scan showed migration of the electrode array from the cochlea. The recipient was re-implanted with a new device on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements have been changing over time. Several channels in the basal region show high impedance levels and there is no hearing perception when these channels are stimulated. In addition, the user experiences facial stimulation when these channels are stimulated. Surgery to re-insert the electrode array is planned.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode migrated partially out of cochlea post-operatively. A full insertion during implantation surgery is reported. The reported facial nerve stimulation, might be due to electrical stimulation in the middle ear. A revision surgery to re-insert the active electrode is considered, but no updates were received on this aspect, despite requested.

Event description:
In situ measurements showed changes over time; several channels in the basal region show high impedance levels and there was no hearing perception when these channels were stimulated. In addition, the user experienced facial stimulation when these channels were stimulated. CT scan showed migration of the electrode array from the cochlea. Surgery to re-insert the electrode array was planned for (B)(6) 2019. To date, no information on if surgery took place or has been re-scheduled could be obtained.